Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was admitted to the emergency department due to syncope. Upon interrogation it was noted the chronic right ventricular (rv) lead was showing signs of oversensing of noise. The field representative believed the clinic had been monitoring the sensing performance for a period of time. Subsequently a revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.